Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported finding burn damage on the power plug of a fresenius 2008t hemodialysis (hd) machine. The biomed stated the plug appeared burnt and melted. There was also minor damage found on the power switch. The power switch had a brownish discoloration and exhibited charring. The biomed replaced the damaged parts. After doing so, the machine would not turn on. The machine was stuck on the ¿loading software¿ screen. Upon further investigation, the biomed realized the function board was bad and needed replacing. While no visible damage was found on the board, the biomed believed that it shorted out. After replacing the function board, the machine turned on without further issue and became fully operational. As a precaution, an electrician reportedly came onsite and switched out all of the power outlets. After the machine was repaired, it passed all functional testing (including an electrical safety test) and was returned to service. There was no burning smell, smoke, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The number of hours on the machine at the time of the repair was unknown. The damaged parts were discarded, and therefore were not available to be returned for evaluation. Photographs of the damaged parts were not available. There was no patient involvement associated with the reported event.